Manufacturer narrative:
The actual device was not returned to baxter for evaluation. However, if significant info become available, a follow up report will be submitted.

Event description:
During a follow up phone call with the home pt's nurse regarding a system error 2240 alarm that occurred in 2007, the nurse stated the clinic had previously been notified of the home pt's peritonitis and death five days later. She stated the wife reported cloudy effluent and treatment was started (specifics unk). She stated when the home pt and his wife were performing therapy on their own they were very diligent and did not have a history of non-compliance. She stated that after transferring to the nursing facility, the home pt was occasionally confused but had a caregiver to assist with therapy. The nurse tried to obtain culture results from the nursing home; however, there was no culture taken. The nurse at the nursing home indicated that she did not have an esrd death notification or death certificate. She stated the pt's death may have been associated with peritonitis; however, she also thought the home pt had a pulmonary embolism (oxygen levels dropped prior to death). While there is currently no official cause of death known, the nurse also stated the pt's doctor at the nursing home believes the pt death was due to a pulmonary embolism.